Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model fb-18v is available in the USA with a 510k number k951199. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the cfb (coherent fiber bundle) fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the cfb (coherent fiber bundle). In addition, our technician confirmed that the angle wire fluid damage, the up pulley wire fluid damage, the lcb distal cover glass fluid damage, the u/d knob broken, the lcb (light carrying bundle) broken, the objective lens broken, the forward body frame corroded, the pivot for control knob corroded, the bending rubber missing, the operation channel (primary) leak, the ocular leak, the suction channel dirty, the distal body worn out, the down pulley wire rupture, and the ground wire rupture; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Fiber image failure(fluid damage).